Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the implant and lead ¿died¿ five to six months prior to report. The patient stated that they were in ¿a lot¿ of pain and ¿could not even do adl.¿ it was noted that the patient was currently taking neurotin and baclofen orally for the pain. There was no known accident or incident related to this complaint. The patient¿s status was unknown. A physician listing was requested. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
The implant date was changed from (B)(6) 2014 to an unknown date.

Event description:
Additional information received reported that the patient called in because they received a questionnaire in the mail. The patient stated that they were still having the same issues previously reported. The patient stated that they needed to get the device "fixed" because it was "hard to get pain pills in (B)(6)." The patient noted that they were seeing a general practitioner (B)(6) 2014 who was going to refer her to a pain management doctor and surgeon.

Event description:
It was reported that a patient had no stimulation sensation beginning ¿approximately 1 week or so ago¿. It was stated that the last time the patient charged her implantable neurostimulator (ins) was approximately 1 month ago. It was noted that the patient¿s device is a primary cell. It was reported that the patient had increased pain today and tried turning up the settings with the patient programmer, but it was as high as it would go (10) with no stimulation sensation on both group a and b. It was noted that the patient used to feel stimulation at ¿5.0¿. It was noted that the patient fell about 6 months ago but had not had any recent traumas. The patient stated ¿she has had a lot of ins batteries replaced¿ and was wondering if there was an underlying issue with her system. Additional information received reported that the patient lost therapeutic effect. It was stated that the patient fell a few days ago and then her ¿stim quit working¿. It was stated that no diagnostic testing had been performed but would be in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# l70606, implanted: (B)(6) 1999, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).